Event description:
The customer reported that insulin squirted out during the prime process. Troubleshooting was performed. The customer stated that insulin did drip continuously after the motor stopped. Instructed the customer to change the infusion set and restart the process. The customer stated the insulin kept exiting and an error alarm appeared. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The insulin pump had a missing end cap sticker.